Manufacturer narrative:
One 8.5f agilis steerable introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air leak remains unknown.

Event description:
During the atrial fibrillation procedure, an air leak occurred. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The sheath was inserted into the heart and the mapping catheter was inserted into the sheath. When negative pressure was applied from the side port with the syringe, air was aspirated continuously. Air aspiration was performed several times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No additional venipuncture was performed due to sheath replacement. No air movement into the patient was identified.